Event description:
It was reported that a pta balloon was difficult to retract into the introducer sheath, and during the retraction attempt, the entire balloon detached from the catheter inside the sheath. The detached balloon was removed together with the sheath. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned for evaluation to date. The investigation is currently underway.